Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. It is unknown if the patient had radiation treatments. The patient recently received a shock. Technical services discussed the possibility that a shorted lead caused the reset. The device was explanted and a new device was implanted.